Event description:
Physician was attempting to implant one endeavor resolute drug-eluting stent (2.50mm x 24mm) to a lesion in the lad with severe stenosis but the stent could not cross the lesion the lesion was pre-dilated. The device was inspected before use with no issues noted. No resistance was noted at the lesion. The device was inspected before use with no issues noted. No resistance was noted at the lesion. No clinical sequelae were reported. Evaluation summary: the device was returned for analysis. The stent was present on the balloon between the markerbands. The 11th and 12th proximal segments have evidence of misalignment and overlapping . Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity)

Manufacturer narrative:
Results, conclusions: stent deformation. Lesion morphology - severe stenosis. (B)(4).